Manufacturer narrative:
Additional info has been requested and if received, will be reported on a supplemental report.

Event description:
It was reported that the head of the screw had a defect which made it impossible to introduce the screwdriver into the screw head". Also, it was further reported that the surgeon used another screw to continue the surgery and there was no adverse consequence for the pt.